Event description:
It was reported to tyco/kendall healthcare in late 2007 that a customer had an issue with a needle/syringe. The customer reports "after giving another employee a shot, she put the used syringe in her pocket to transport to the sharps container and stuck herself when she tried to remove it from her pocket."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.